Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026, the patient required an intravenous catheter for treatment. A closed-system intravenous catheter was used as normal. After puncture, while the thumb clamp was secured, blood continued to seep from one end of the y-connector during the connector replacement process, rendering the catheter unusable. A new puncture was performed to replace the catheter with a closed-system intravenous catheter. This resulted in significant blood loss for the patient and delayed the patient¿s treatment.

Manufacturer narrative:
1. DHR/bhr review(lot#5252491): 1)the products of this batch were assembled at intima ii auto line 2 in sep, 2025, and packaged at r240 package line in sep, 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned one photograph and did not return the defective sample. The photograph shows that the sample specification is 24g. One adapter has been removed, and with the pinch clamp closed, blood is seeping from the pp connector base at the location where the adapter was removed, but the extension tubing was clamped closed by the pinch clamp cannot be identified from the photograph. 3. Clamp force test and the sealing pressure test of the pinch clamp (pressure upper limit 102kpa) and 45psi leakage test ,the sample passed the tests, the clamp can effectively occlude the extension tube and no leakage was found in the sample. 4. It was found in previous tests that when the extension tubing was not clamped in the center of the pinch clamp, the pinch clamp could not fully act. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the production process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the complaint cannot be determined because the state of the extension tubing being clamped in the pinch clamp cannot be identified and the defective sample has not received for further testing. The plant will continue to track and trend the issue.

Event description:
No additional information available.